Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7 bisector dissection tip would not screw on the scope. It was reported as "it didn't fit." A replacement unit from an accessory kit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.